Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, externalized conductors were noted via x-ray. Lead capped and replaced.